Manufacturer narrative:
Per the tandem user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently experienced high blood glucose levels due to an incorrect personal profile setting on the pump. Customer¿s blood glucose at time of event was 300 mg/dl. Customer administered a correction bolus to address high blood glucose. Tandem technical support advised customer to consult with healthcare provider if the high blood glucose recurs.